Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Initial surgery occurred in 1993. Additional concomitant medical products: item number: unknown, item name: unknown hg shell, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: zimmer multilock stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05549, 0001822565 - 2018 - 05550, 0001822565 - 2018 - 05551. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision surgery on an unknown date due to unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was confirmed by review of radiographs. X-ray review demonstrated superior dislocation of the femoral head with bony erosion involving the superior acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.